Event description:
A customer reported an altitude alarm from their pump, which was inhibited due to an obstruction of the speaker holes. The customer declined to provide information about their blood glucose level at the time of the event. Technical support instructed the customer to remove the obstruction and clean the speaker holes, after which the pump returned to normal operation with insulin successfully resumed. Tips for preventing future altitude alarms were provided, and the customer acknowledged the guidance. No further recurrence of the alarm was reported.